Manufacturer narrative:
(B)(4). Report number 3003898360-2020-00146 was submitted in err. Based on new information the product identification indicates that it is not sold in the us. Report number 3003898360-2020-00146 is retracted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at the end of the procedure the surgical team proceeded to closing the skin wound with the device. The following occurred: with the first device: the clips were stuck in the applier even after removing the clip stuck in applier. With the second device: the clips came out half bended or completely opened. Therefore, they do not grab the skin. With the third device: the first clips were jamming but afterwards able to close skin. Clinical consequences: the patient was having an osteosynthesis fracture fixation using a tourniquet. Due to the failure, the procedure was delayed.

Manufacturer narrative:
Qn#: (B)(4). Report number 3003898360-2020-00146 was submitted in err. Based on new information the product identification indicates that it is not sold in the us. Report number 3003898360-2020-00146 is retracted.

Manufacturer narrative:
Qn#(B)(4). We checked the corresponding dhrs and the production processes are normal. According to the investigation of the returned samples , two of the returned samples which still have staples in the cartridge can fire the staples normally and the staples are formed well. One of the returned samples has an empty cartridge but the component size for staple pressing and blocking set which would affect the staple fire is normal. The performance of the returned samples are normal. The reason for the complaints is inappropriate operation method. When the user did not press the handle till the bottom, the staple would be half shaped (i.e. Half bended/ incompletely closed). It can also cause the staple jam due to the half bended staple stuck in the mouth of skin stapler. Corrective measures have been taken to inform the clients of the correct operation method. We will focus on the trend of the similar complaint regarding this batch of products.